Event description:
It was reported the patient underwent revision surgery due to stimulation in the wrong location. During the revision, the lead was m oved to the left to help cover the patient¿s pain areas. Reprogramming was performed. The manufacturer representative was unable to cover the patient¿s pain areas. The patient¿s system had impedances of greater than 20,000 ohms, possibly due to fluid. It was decided to wait and see if the impedances resolve themselves.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that since implant, the patient had no coverage at all. The patient was told that they may have had fluid under the spinal cord. The manufacturer representative (rep) tried everything to help the patient. The patient was feeling stimulation on the right side but did not need stimulation there. The patient had been reprogrammed many times. The stimulation was increased and the patient was not feeling stimulation. The patient was going to have the stimulator taken out in the future. The patient would see the healthcare provider (hcp) the next week after the report to discuss the explant. The patient was interested in getting a drug delivery system. The patient took endoset orally. It was noted the patient had "a bunch of issues".

Event description:
Additional information received reported the patient was not recovered; the symptoms/issue was ongoing. The patient "could not achieve coverage on l (left) side despite + (positive) emg results and attempt to place second lead on left."